Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one bent grip which caused misalignment. The offset at the tips was 0.69 mm. The grips were not cracked. However, a broken molded insulator was observed. The broken piece measured approximately 2.09 mm x 2.21 mm in size and was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had poor alignment on the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell inside the patient¿s anatomy, nor has the patient returned to the hospital due to post-surgical complications related to retaining a foreign object.